Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, the adhesive on the bending section cover rubber had a chip and a crack and a white-clouded area, the scope connector was dirty due to water leakage, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the plastic distal end cover had a burn, the connecting tube had a scratch and buckling, due to damage on the scope connector a noise image occurred, the forceps channel port was shaved, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the image guide protector had a scratch, switch 4 had wear, switch 3 had a scratch, the switch box had a scratch, the universal cord had a scratch and a wrinkle, the grip had a scratch, the suction cylinder was shaved, and the control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an e315 (communication error) error. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.